Event description:
Per the clinic, the patient developed an infection around the abutment site. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The patient underwent a revision surgery (date not reported) in order to perform skin revision. The abutment was removed and a longer abutment was placed during the same surgery.